Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose value was 6 mmol/l. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with corroded electronic assemblies.